Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D4: catalog no - correction. D4: lot no - correction. Primary UDI number- correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by manufacturer - additional. H2: type of follow up - correction/additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - correction/additional. H10: corrected data.

Event description:
It was reported that there was a sensor code issue; there was an entry prompt during the sensor session. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sensor code issue; there was an entry prompt during the sensor session. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.